Event description:
Dealer is stating that the end user is alleging that the cable broke where it attaches to the brake handle. Dealer has not seen unit, does not know if it was the right or left side that was affected.